Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
Same case as: 2134265-2015-07482 and 2134265-2015-07480. It was noted that automatic pullback failure occurred. During preparation, a simulator was connected to the motor drive unit (mdu)5 plus. It was noted that some image were shown. However, when the mdu5 plus stopped, the image stopped as well. When the connection was loosing, it did not show any error message. The physician tried to connect the mdu5 plus to other equipment but the issue was not resolved. It was further noted that the side sensor part of the mdu 5plus looked rusting and had some damage.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The product was received in good condition. The unit failed the mdu-5 plus basic functional testing due to a defective lemo cable. DHR review for the mdu-5 plus was completed and did not reveal anything that may have contributed to the reported issue. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as: 2134265-2015-07482 and 2134265-2015-07480. It was noted that automatic pullback failure occurred. During preparation, a simulator was connected to the motor drive unit (mdu) 5 plus. It was noted that some image were shown. However, when the mdu5 plus stopped, the image stopped as well. When the connection was loosing, it did not show any error message. The physician tried to connect the mdu5 plus to other equipment but the issue was not resolved. It was further noted that the side sensor part of the mdu 5plus looked rusting and had some damage.